Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug-eluting stent was implanted in the circumflex. Approximately 18 months post index procedure, patient suffered cerebral hemorrhage and was treated with medication. Patient recovered with sequelae. Investigator assessed that event is not related to the study device but remotely related to the anti platelet drug.